Event description:
A report was received that the patient underwent a revision due to discomfort at ipg site location. The physician relocated the ipg from flank to front left side and two lead extensions were implanted. The patient is reportedly doing well following the procedure.